Event description:
It was reported that the customer has just replaced the brake cam and they are not satisfied with the brake's performance. The customer reported that the braking system is not sufficient. There was no pt involvement. No adverse consequences were reported.